Manufacturer narrative:
Report date: 25jan2019, date received by MFR: 23jan2019. Customer support reviewed 111d per the manual. Advised customer of recommended repair to replace the motor controller printed circuit board assembly (mc pcba). Provided parts ID for the mc pcba.;" customer reports that the unit is repaired and back in service. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined.

Manufacturer narrative:
Event date: (B)(6) 2019. Report date: 18jan2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
Caller reports check vent alarm 111d, motor controller printed circuit board assembly analog to digital converters failed (mc pcba adc). No patient/user harm reported. Event date not specified; estimate used.